Event description:
Reporter indicated that vns pt had passed away. Treating neurologist indicated that the pt died from pneumonia and that the pt had a hemorrhage of the brain. No autopsy was performed. The pt reportedly experienced >50% reduction in seizures with the vns therapy and was receiving therapy at the time of death. Treating neurologist indicated that the pt's death was not related to the ncp system. There is no evidence at this time that the ncp system caused or contributed to the reported event.